Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient wore the sensor beyond it's intended use, which is misuse of the device. On (B)(6) 2026, the patient reported that the sensor had expired. Upon removal of the sensor, the patient felt that the sensor wire remained lodged in the back of his arm. A red bump was observed at the site, and the patient reported feeling an object beneath the skin. Redness, skin inflammation, and swelling were present. The patient did not attempt to remove the retained wire. The patient reported an upcoming medical appointment scheduled for on (B)(6) 2026 and agreed to follow up after that date. During a follow-up conducted on (B)(6) 2026, the patient confirmed that he had visited a healthcare facility on (B)(6) 2026. An x-ray was performed and confirmed retention of the sensor wire in the skin. The physician made a small incision and removed the wire using tweezers. No medications or topical treatments were prescribed, and only a bandage was applied to cover the incision. There was no documentation indicating whether a local anesthetic was used, and no additional clinical details were provided. At the time of reporting, the patient¿s condition was reported as stable with no ongoing issues. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).